Manufacturer narrative:
The customer¿s complaint has been visually verified and the root cause was determined to be associated with the device potentially coming into contact with the boundaries of a metal object such as the slotted cannula that was reported to be used to facilitate access. It is also possible that due to the shaft being bent, the device was used for mechanical displacement of tissue or as a lever to enlarge the surgical site. The instructions for use outlines warnings and precautionary measures to adhere to during activation of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a procedure using an ambient super multivac 50 ifs wand, the tip of the wand detached from the shaft while inside the surgical site. The surgeon attempted but was unsuccessful in retrieving the detached tip, resulting in an hour long surgical delay. The procedure was completed using a backup device. There have been no additional patient complications reported as a result of this event.